Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed 1310 - inflation problem and 1546 - material rupture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80126 pta balloon dilatation catheter allegedly experienced an inflation issue and material rupture. This information was received from one source. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.